Manufacturer narrative:
Manufacturer evaluation of the information available confirmed that the instrument functioned as designed during execution of the affected 15 hour protocol comprising 218 cassettes, which started in retort a at 15:13pm on 04 february 2022 and failed at 18:54 on 04 february 2022. A user drained the reagent from retort a and unlocked the retort a lid at 18:56pm on 04 february 2022, which was two (2) minutes after the protocol failure. The root cause of the reported sub-optimal processing of tissue for one (1) patient case that was not able to be reported and for which re-biopsy of the patient was required, which was derived from the 15 hour protocol comprising 218 cassettes started in retort a at 15:13pm on 04 february 2022, could not be determined from the information available.

Event description:
The complainant contacted leica biosystems and the following information was documented: "requested station not available is not available all bottle [sic] are at the maximum. Coming up with errors 10010, 1001, on bottle 9,7,4,3 and is giving an error for the bottom lls on wednesday and then on friday on a. Can we please get an engineer to attend site to investigate?" On 09 february 2022, the assigned leica application consultant visited the customer site and downloaded the logs from the instrument. On 11 february 2022, a leica field service engineer (fse) visited the customer site to assess the operation and function of the instrument and documented that the bottom liquid level sensor (lls) in both retorts was "triggering falsely". The fse also documented that the problem identified was resolved by cleaning all the llss in both retorts, verification tests were completed and there was "no tissue damage". The fse also discussed the regimen for routine cleaning of the llss with the complainant. On 23 february 2022, the assigned leica application consultant visited the customer site to provide user training in relation to the manufacturer recommended instrument cleaning and maintenance regimen to be performed by the customer, which is designed to help ensure quality processing at all times and avoid unnecessary service calls. During this site visit, the complainant advised the assigned leica application consultant that the tissue from one (1) patient case involved in this complaint was not able to be reported and re-biopsy of the patient was required. On 28 february 2022, leica biosystems (B)(4) received further information from the assigned leica application consultant that the laboratory had experienced a 100% increase in workload and were washing every mould only on the instrument, without any daily clean of the retorts. An identifier, age or date of birth and gender for the one (1) patient requiring re-biopsy was requested from the complainant by email on 01 march 2022, by phone on 09 march 2022 and by email on 21 march 2022. As at 22 march 2022, this information has not been provided to leica biosystems, despite the demonstrable reasonable attempt to obtain this information.

Manufacturer narrative:
Correction - date of event incorrectly detailed in b3 as 02/07/2022. Correct date of event is 02/04/2022.

Manufacturer narrative:
Correction - incorrect adverse event problem code selected for investigation conclusions. Correct investigation conclusions code is 4315 in alignment with the information previously detailed in section h10.